Event description:
Additional information was received that the patient underwent a revision surgery on (B)(6) 2015. Pre-op interrogation yielded high impedance and end of service=no. The lead was removed and reinserted into the generator header. Device diagnostics showed normal impedance value. The patient's head was positioned to the left, right and midline. Each diagnostics showed a normal impedance value. No replacements occurred as the pin reinsertion appeared to have resolved the high impedance issue.

Manufacturer narrative:
.

Event description:
It was reported that the patient had high impedance detected upon interrogation of his vns generator. The patient also had a breakthrough seizure on (B)(6) 2015. Additional information was received that the high impedance was seen upon system diagnostics (dcdc=7). The physician's office is unsure whether the high impedance is being caused by a lead fracture or an incomplete lead pin insertion. The device has been disabled. No known surgical interventions have occurred to date.